Event description:
Medtronic received information that during balloon angioplasty prior to the implant of a medtronic core valve? Transcatheter bioprosthetic valve, the amplatz super stiff guidewire perforated the left ventricle. The perforation was successfully closed and the patient is doing well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)